Event description:
Medtronic (covidien) received report that a microvascular plug (mvp-5q) migrated distally after deployment causing ischemia. The patient was being treated for an abdominal aortic aneurysm with type 2 endoleak. The patient¿s blood flow was low to moderate. The mvp-5q was unsheathed, then deployed along with three pushable coils in the patient¿s inferior mesenteric artery (ima). The mvp-5q opened completely in the vessel. After deployment, the angiogram showed that the mvp-5q had migrated distally. The patient was discharged the same day. One day post-procedure, the patient was brought to the emergency room for abdominal pain. CT scan showed ischemia around colon. It was not reported how the ischemia was treated. The patient has since been discharged.

Event description:
Medtronic (covidien) received the following additional information: it was reported that the mvp-5q migrated 7-9 cm. When admitted to the emergency room for ischemia around the colon, it was reported that the patient was treated with hydration and antibiotics.

Manufacturer narrative:
The device will not be returned as it was implanted in the patient. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4).